Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint concerned a female patient of unspecified age and origin. Medical history and concomitant medications were not reported. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) (humalog 50/50 mix 100 u/ml) from cartridge formulation, via a reusable device humapen ergo ii, 12 units, three times a day, subcutaneously for the treatment of diabetes mellitus, beginning around 2012. On an unknown date, around 2017 after starting insulin lispro protamine suspension 50%/insulin lispro 50%, she experienced instable blood glucose (values, units and reference ranges were not provided) and she was hospitalized due to this. On an unknown date, there also was high blood glucose or low blood glucose (values, units and reference ranges were not provided). As of report date on (B)(6) 2021, time of issue start time unknown, the injection button of the humapen could not be pressed down, hard to be pressed down, there was insulin leaking at the needle installation site during injection ((B)(4) lot 1106d03). Further information regarding hospitalization, corrective treatment and outcome of event was unknown. Therapy status of insulin lispro protamine suspension 50%/insulin lispro 50% was continued. The user of the humapen ergo ii was unknown and his/her training status was not provided. The general device model duration of use and suspect device duration of use was not reported. The action taken with the suspect device was ongoing and its return status was not provided. The reporting consumer did not know if events were related with insulin lispro protamine suspension 50%/insulin lispro 50% treatment and did not provide relatedness of events with suspect humapen ergo ii. Edit 16jun2021: updated medwatch and european and (B)(6) fields for expedited device reporting. No new information added. Update 17jun2021: additional information received on 17jun2021 from global product complaint database. Changed the lot number from 1708d03 to 1106d03 for product complaint (B)(4) relating to the humapen ergo ii device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 28jul2021 in the b.5. Field. No further follow-up is planned. Evaluation summary a female patient reported that in 2017 the injection button of her humapen ergo ii could not be pressed down, was hard to press down, and there was insulin leaking at the needle installation site during injection. She experienced abnormal blood glucose. The investigation of the returned device (batch 1106d03, manufactured june 2011) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. The patient reportedly received the device in 2012 and was using it when the complaint issue occurred (approximately five years). The core instructions for use state the humapen ergo ii has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond the recommended use period this misuse may not be relevant to the complaint or the event of abnormal blood glucose, as the returned device met performance specifications.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint concerned a female patient of unspecified age and origin. Medical history and concomitant medications were not reported. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) (humalog 50/50 mix 100 u/ml) from cartridge formulation, via a reusable device humapen ergo ii, 12 units, three times a day, subcutaneously for the treatment of diabetes mellitus, beginning around 2012. On an unknown date, around 2017 after starting insulin lispro protamine suspension 50%/insulin lispro 50%, she experienced unstable blood glucose (values, units and reference ranges were not provided) and she was hospitalized due to this. On an unknown date, there also was high blood glucose or low blood glucose (values, units and reference ranges were not provided). As of report date on 10-jun-2021, time of issue start time unknown, the injection button of the humapen could not be pressed down, hard to be pressed down, there was insulin leaking at the needle installation site during injection (B)(4) lot 1106d03. It was noted that the device had been used approximately since 2012. Further information regarding hospitalization, corrective treatment and outcome of event was unknown. Therapy status of insulin lispro protamine suspension 50%/insulin lispro 50% was continued. The user of the humapen ergo ii was unknown and his/her training status was not provided. The general device model duration of use and suspect device duration of use was not reported. The suspect device, manufactured in jun2011, was returned to the manufacturer on 17jun2021. The reporting consumer did not know if events were related with insulin lispro protamine suspension 50%/insulin lispro 50% treatment and did not provide relatedness of events with suspect humapen ergo ii. Edit 16jun2021: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 17jun2021: additional information received on 17jun2021 from global product complaint database. Changed the lot number from 1708d03 to 1106d03 for product complaint (B)(4) relating to the humapen ergo ii device. Corresponding fields and narrative updated accordingly. Update 28jul2021: additional information received on 27jul2021 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information, improper use and storage from no to yes, malfunction from unknown to no, and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the device for (B)(4) associated with lot of 1106d03 of humapen ergo ii device. Corresponding fields and narrative updated accordingly.